Manufacturer narrative:
On (B)(6) 2022, mentor was provided with an updated date of explantation. Date of explantation: may 17, 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2023, mentor received the following additional information. After being involved in a car accident, the patient experienced left breast pain and deformity. Magnetic resonance imaging was conducted and results indicated bilaterally deflated breast implants. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-12853 for the contralateral event. Reason for device explant and/or reoperation: breast pain, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 08, 2023, mentor received additional information that provided the identity of the suspect medical device as an allergan device. As such, no further reporting will take place for this file. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a primary breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient was involved in a car accident that caused trauma resulting in a chest injury. Magnetic resonance imaging was conducted and confirmed a deflation event to the left breast prosthesis. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).